Event description:
Sudden onset of pain and swelling in right breast 16 years after breast augmentation. Silimed textured implants placed in 2003. Underwent multiple studies confirming fluid in capsule, inflammation, and cells suspicious for lymphoproliferative disease. The cd30 was negative, although it appears pathology received 2 ml of fluid, not the 50 ml recommended by nccn. FDA safety report ID# (B)(4).